Manufacturer narrative:
Product complaint # (B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: pbk819: mfg. Date -2/19/2019; exp. Date -1/31/2024, pdz070: mfg. Date -4/9/2019; exp. Date -3/31/2024. Additional evaluation summary: an opened sample of product code w3650, lot # pbk819 was received for evaluation. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected and the needle was straight (ks). The suture was dispensed without problems and examined along of the strand and no defects, damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Ten unopened samples of product code w3650, lot # pbk819 were received for evaluation. During the visual inspection of the ten unopened samples, no defects were found on the packages. The samples were opened and, the swage and attachment area were noted to be as expected and the needles were straight (ks). The sutures were dispensed without problems and examined along of the strand and no defects, damaged were observed. An unopened sample of product code w3650, lot # pdz070 was received for evaluation. During the visual inspection of the unopened sample, no defects were found on the package. The sample was opened and, the swage and attachment area were noted to be as expected and the needle was straight (ks). The suture was dispensed without problems and examined along of the strand and no defects, damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Pre-op, it was noted that the needle was not straight. There were no adverse patient consequences reported. Additional information has been requested.